Event description:
A reporter indicated "we had a line placed and when it was removed, there was resistance and when the provider was able to get it out, there was a true know in the catheter." That one I do have. Asked if glue was used: ¿yes, it did have the glue on it. When I asked for more details, the nurse said the glue was on very lightly (not in a hard ball) and she did not feel like it contributed to the cracking- she was able to get the dressing off very easily, was cleaning the site and then when she let it dry and was about to put another tegaderm on, she noticed leakage.¿

Manufacturer narrative:
The sample was returned to argon for investigation. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded relating to this issue. One opened sample was returned for review. Visual inspection found no damage to the product. The customer mentioned resistance, cracking, and leakage. The device was tested with a colored water filled syringe and hemostat and no issues were observed. Therefore, this complaint could not be confirmed. Since the alleged complaint could not be duplicated with the returned sample, establishing a root cause and corrective action is not possible.